Event description:
The event is reported as: alleged issue: following use in cardiac surgery the scissor were being cleaned and the tip broke during the cleaning process. No pt involvement.

Manufacturer narrative:
The device sample was rec'd by MFR but investigation is incomplete at time of this report.